Manufacturer narrative:
(B)(4). G2-foreign- germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to implant fracture, implant loosening and limited mobility. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. A definitive root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to loosening of the stem and fracture in the region of the shaft tip. The patient also experienced limited mobility. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, a4, b4, b7, d4, d6, e1, e3, g3, g6, h6, h11. D10. Durasulâ®, alpha insert, hooded, kk/32 item# 0100013511 lot# 2350309. Bioloxâ® forte, head, l, ã¸ 32/+4, taper 12/14 item# 123207 lot# 2369986. Allofit alloclas shell 56/kk item# 4247 lot# 2364015. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. An ap overview of the pelvis taken before revision surgery was provided and confirms the event of stem loosening and stem fracture. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 16 years post-implantation due to loosening of the femoral stem leading to fracture of the stem and limited mobility. During the revision, the acetabular shell was left in place after debridement of bone overgrowth. The liner was exchanged with oxidation discoloration present. The femoral stem was removed after a cortical window was made to release the distal fractured piece, which was then stabilized with a cerclage wire. Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The stem, the ceramic head and the liner were returned for investigation; of note, the ceramic head is still mounted on the stem taper. The neck and the body of the stem shows some scratches and nicks but are overall inconspicuous; no signs of bone ongrowth can be seen on the anchoring surface. The distal tip of the stem is fractured, with the fracture line running near the laser marking. Bone ongrowth can be seen on the distal fracture fragment of the stem. The fracture surfaces exhibit scratches and does not allow further fracture analysis. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. An ap overview of the pelvis taken before revision surgery was provided and confirms the event of stem loosening and stem fracture. The appearance of the stem indicates that the proximal part of the stem was loose while the distal tip was likely firmly fixed in the femur. It can be assumed that the proximal stem loosening contributed to the fracture of the stem's tip. However, without x-rays taken at different time points, it is unknown when the loosening occurred. In conclusion, the cause may be multifactorial, involving both patient- and procedure-related factors. With the available information, we are unable to determine the root cause of the loosening leading to the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.